Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly was not adequately ventilating a patient. The patient was placed on another device. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was not confirmed. The device alarmed and operated to design specifications.

Event description:
The manufacturer received information alleging a ventilator was not adequately ventilating a patient. The patient was placed on another device. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.